Event description:
The customer informed siemens that they obtained elevated atellica im enhanced estradiol (ee2) results from plasma samples drawn from a 58-year-old female patient. The customer indicates that 5 different plasma samples and 5 different serum samples were tested for this patient from (B)(6) 2021 to (B)(6) 2022. The results were reported to the physician. It is unknown if physician(s) questioned the results. The customer stated that quality control results were within laboratory ranges on the days of testing. The customer indicates that the patient had the ovaries and the fallopian tubes removed on (B)(6) 2021 as a result of the elevated atellica im enhanced estradiol results. Differential diagnoses included: adrenal adenoma vs hilar cell adenoma of the ovary. Imaging (CT) of the adrenal glands was performed and MRI of ovaries. Previous history of triple-negative breast cancer and endometriosis. Statements and actions attributed to the physician(s) and customer are derived from information submitted to siemens complaint handling system and have not been verified.

Manufacturer narrative:
A united states customer observed elevated atellica im enhanced estradiol results on a series of samples from the same patient from 2021/07/29 through 2022/06/02 that were considered discordant when a lcms (alternate method) estradiol test result was obtained on 2022/06/02.siemens medical affairs representatives evaluated the information provided by the customer regarding this event.complete details of the patient like menopausal status, medical history, medication history, treatment history for this 58 year-old female patient is unknown at this time, however, the patient is described with prior history of breast cancer and differential diagnosis of adrenal adenoma vs hilar cell adenoma of the ovary.customer indicates that the patient had undergone bilateral oophorectomy due to falsely elevated estradiol results. This patient demonstrated consistently elevated plasma estradiol results (93.5-457.5 pg/ml) prior to the surgery and serum estradiol results (163.3-191.96 pg/ml) after the surgery. Also, the true estradiol result before the surgery is unknown at this time. The clinical need and circumstances for the surgery is also unknown at this time. It is also unclear why the indicated surgery was performed only based on plasma estradiol results. Siemens is not aware of clinical guidance that indicates oophorectomy based on estradiol results alone. From the data provided, it is noted that the estradiol results were consistently discordant with menopausal status and fsh levels. Differential diagnoses included: adrenal adenoma vs hilar cell adenoma of the ovary. Previous history of triplenegative breast cancer and endometriosis. It is reported that the lcms result from 2022/06/02 drawn about 6 months after the surgery of <10 pg/ml is considered accurate while the serum and plasma estradiol immunoassay results are considered erroneous.erroneously elevated estradiol results on patient without current diagnosis of breast cancer may be used for assessment of estrogen producing tumors or menopausal status. Siemens are not aware of clinical guidelines whereby an oophorectomy would be warranted based solely on elevated estradiol results without the support of imaging studies/pelvic examination. According to good clinical practice, estradiol results are interpreted in conjunction with other endocrine markers such as fsh, lh and testosterone patient symptomology, patient history and imaging and biopsy results if applicable.the interpretation of results section of the instructions for use for atellica im enhanced estradiol states:"results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."the limitations section of the instructions for use states:"with the advent of new steroid-based medications (analogues) with similar chemical structures to estradiol, there is the possibility of cross-reactivity and results inconsistent with the patient's clinical history. For diagnostic purposes, the results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. If the estradiol results are inconsistent with clinical evidence, additional testing is suggested to confirm the result."siemens is investigating.in an abundance of caution, MDR 1219913-2022-00183 is filed under adverse event for section b1. A date of 2022/06/02 was noted for b3 as this is the date of the estradiol sample result that a corresponding lcms result was considered the correct estradiol result.for the other dates of testing for this one patient, mdrs 1219913-2022-00189 through 1219913-2022-00196 are filed as malfunction using a b3 date of the event corresponding to the date of testing. In the absence of knowledge of the surgery, these results would not be indicative of a potential for serious injury. The results of 2021/07/29 through 2022/05/09 were not reported to siemens until 2022/06/15.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00196 initial report on 2022/07/11. Siemens healthcare diagnostics has concluded the investigation for a united states customer who observed elevated atellica im enhanced estradiol (ee2) results on a series of plasma and serum samples from a 58 year old female patient between (B)(6) 2021 through (B)(6) 2022. The results were considered discordant compared to an lcms (alternate method) estradiol test result obtained on (B)(6) 2022. Plasma samples were tested prior to the customer receiving siemens urgent medical device correction (umdc) aimc 22-03.a.us. Following receipt of the umdc letter, the customer discontinued use of plasma and began drawing serum specimens from this patient. As the results are elevated on both serum and plasma samples, the issue is not related to sample type. Biorad lot 99630t control results and proficiency survey results were acceptable at the time of this testing. The customer treated one serum sample from the patient with a heterophilic blocking tube (hbt) and there was no evidence of a heterophilic antibody. The customer sent one serum sample ((B)(6) 2022 draw) from this patient to a reference laboratory for e2 testing by mass spectrometry (lcms) and the result was significantly lower at <10 pg/ml. No sample volume is remaining from this patient for an internal investigation. The list of medication taken by this patient has been reviewed in detail. Norethindrone was the only medication listed that has been tested on atellica im ee2 assay. The atellica im ee2 instructions for use (IFU) specificity table shows that siemens tested this medication up to 100,000 pg/ml and the % change was non-detectable. The IFU also has the following limitations statement: "with the advent of new steroid-based medications (analogues) with similar chemical structures to estradiol, there is the possibility of cross-reactivity and results inconsistent with the patient's clinical history. For diagnostic purposes, the results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. If the estradiol results are inconsistent with clinical evidence, additional testing is suggested to confirm the result." A potential product performance issue has not been identified, this appears to be a patient specific occurrence. The atellica im ee2 assay is performing as intended. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results. For the other dates of testing for this one patient, mdrs 1219913-2022-00183 supplemental 1, 1219913-2022-00189 through 1219913-2022-00195 supplemental 1 were also filed.